Manufacturer narrative:
This report is submitted on november 15, 2017, (B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth and infection at abutment site; subsequently, the patient's abutment was replaced (date not reported). The implanted device remains.